Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that when the rx promus stent delivery system (sds) was taken out of the package, the stent implant was not properly crimped on the balloon; it appeared to have a loose grip." It was discarded and was not used at all. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4).